Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -18.00 diopter was implanted into the patient's right eye (od) on (B)(6) -2024. Retinal detachment and blurred vision was observed . On (B)(6) 2024 the lens was explanted. It was reported that retinal repair (phako-vitrectomy surgery) was performed with the explant. "Retina in dry, fixed and plane status" was reported for status of the eye. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).